Event description:
It was reported that the customer experienced a blood glucose (bg) level below 3.9 mmol/l; cause was due to customer intentionally delivering a bolus excessive for their needs. Customer consumed glucose tablets to address bg level. Customer experienced a loss of consciousness and required third party assistance. An on-site doctor assisted by administering a glucose drip. Customer did not sustain any permanent damage. Technical support advised the caller to follow the prompts on the insulin pump screen to prevent accidental over delivery and recommended ongoing monitoring of blood glucose levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Updated d1, d2a, d2b, d4, primary UDI number, g4.